Event description:
It was reported to boston scientific corporation that during a posterior repair procedure using a pinnacle posterior pelvic floor repair kit, a leg assembly went through the patient's rectum. It is unknown if the rectal perforation was repaired. The physician removed the mesh assembly from the patient and did not complete this procedure. The patient, who is (B)(6), was reportedly placed on antibiotics (type and duration unknown) and is recovering. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.